Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1104104) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Review of design/process fmea confirmed that the failure mode is identified in the risk management document.

Event description:
It was reported to the aci sales professional on (B)(6) 2011 that an (B)(6) female patient with a history of peripheral artery disease (pad) and left leg aka (above knee amputation) underwent a peripheral intervention catheterization procedure at an outpatient cath lab on (B)(6) 2011. One week pre-procedure, the physician had performed an angiogram from the right groin. When the patient returned for the catheterization procedure on (B)(6) 2011, a small hematoma was noted at the right groin. Access was obtained at the left groin via a 7f sheath placed in the retrograde approach. It was reported that the sheath was advanced to the aorta and then to the right external iliac. An atherectomy and percutaneous transluminal angioplasty (pta) were performed on the right superficial femoral artery (sfa). At the conclusion of the procedure, it was reported that the sheath was exchanged for a short sheath and mynx was used to close the left groin. Hemostasis was thought to be achieved with the mynx although immediately post procedure, the patient complained of groin pain. No swelling or hematoma was noted at the conclusion of closure. At 15 minutes post procedure, while the patient was in the post cath care area, the patient's blood pressure reportedly dropped due to a suspected access site bleed. Manual compression was immediately applied but the patient's blood pressure continued to drop. The patient's hemoglobin and hematocrit also dropped and the patient's symptoms worsened. An ambulance was called and the patient was taken to the hospital where a CT scan of the abdomen was emergently performed. It was reported that the CT scan revealed a bleed from the left femoral artery puncture site. A vascular surgeon was consulted and the patient was taken to surgery. The patient was also transfused 2 units of blood. The patient tolerated the events well and was discharged from the hospital on (B)(6) 2011.